Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6) that the physician has moved away from using the v14 wire in pedal. "Too many broke". Additional information from the physician reports "this happens all the time" and "it has happened to him dozens of times."